Manufacturer narrative:
On the box it is clearly stated: "water is boiled to produce moisture." This incident is the direct result of the consumer not heeding the safety warnings and instructions provided: "never place a vapourizer where it is accessible to children."; "caution: to reduce risk of burns, supervision is recommended when a vapourizer is used near children..."; "position the unit so mist stream is aimed away from children,..."; "do no touch unit or steam vapour during use. Steam is hot and burns can occur." Consumer has not made it available.

Event description:
Consumer states he placed a humidifier on a table and turned it on. He is alleging his son received a burn to his hand from touching the unit.